Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device was received in good condition. Pneumatic and electronic tests were performed. The problem stated by customer was replicated. Device failed test - peep (positive end-expiratory pressure) control over limit (on setting 20 measured 27 limit is 16-24). Needs to be adjusted. Failed test - CPAP (continuous positive airway pressure) control failed with setting 0,5 and 3-over limit. Needs to be adjusted. Failed test - frequency and tidal volume is over limit. Needs to be adjusted. Failed test - frequency, tidal volume, and o2 concentration is over limit. Needs to be adjusted. Device failed functional testing. Adjusting and replacement of frequency block was performed to correct issues. Repairment will be done in mczh service center. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the reading value was outside the specifications. The following information was provided by the investigation: device failed test - peep (positive end-expiratory pressure) control over limit (on setting 20 measured 27 limit is 16-24). Failed test - CPAP (continuous positive airway pressure) control failed with setting 0,5 and 3-over limit. Failed test - frequency and tidal volume is over limit. Failed test - frequency, tidal volume, and o2 concentration is over limit.